Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. The unit was visually inspected for outward, visible signs of misuse/abuse/neglect. A piece on the back of the neptune along with one of the screws used to hold the front user interface panel were missing. This is an indication that the neptune was subject to physical abuse or tampered with. No other issues were observed. Continuing with the investigation the neptune was connected to 110 vac. The unit passed the initial power connect test. However, the device would not turn on during the power-on self-test. The front panel of the device was opened and a significant amount of lint/dust particles built up on the power supply board. The on-board power supply pcba (printed circuit board assembly) was by-passed with a known good power supply pcba and tp-5 was attempted again. However, the unit would no longer turn on. The unit was no longer recognizing power which is an indication that one of the fuses monitoring the 110 vac power supply may have blown. These fuses are located adjacent to the 110 vac inlet/plug on the device. The fuses were removed and inspected by measuring the resistance of the fuses with a calibrated lab inventory multimeter. It was confirmed that one of the fuses was blown. It appears that one of the fuses blew due to a faulty power supply board. The reported complaint of "unit will not stay on" is confirmed. The sample was returned with a defective power supply pcba, which caused one of the fuses to blow. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2009 and was refurbished in 2013. According to r & d, the device was designed for a minimum of 5 years. The returned device showed indications of physical abuse or tampering, which could damage the internal components. Years of poor ventilation can also cause dust to accumulate, exhaust the cooling fan , overheat the board and eventually lead to power failure. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported the unit will not stay on. It turns on, flashes red and turns back off.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production, the samples were functionally inspected, and during the test the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit will not stay on. It turns on, flashes red and turns back off.